Event description:
It was reported that the patient experienced impending skin erosion and impending necrosis due to their device migrating since implant. The patient was originally scheduled for a pocket revision but due to the device's remaining battery life, it was decided to explant and replace the device. The replacement device was implanted in the subpectoral fascia. It was also reported the right atrial (ra) lead exhibited slowly rising thresholds. The ra lead remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk bi-v ICD, (B)(6) 2011; 419688 lead, (B)(6) 2011. (B)(4).